Event description:
Complaint that bed was not working correctly. Bed in bed shop. No injury alleged. Wheeled stretcher.

Manufacturer narrative:
Technician found ground reading was high due to broken wire in plug. Repaired the plug to resolve this issue. Bed in bed shop.